Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 1920898-2022-00816 was sent in error. (Foreign matter visible on outside of product / non-invasive components) is not considered to be a reportable malfunction. MFR#: 1920898-2022-00816 is void as a result.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle foreign matter was found on two syringes. There was no report of patient impact. The following information was provided by the initial reporter: "stated, there is a "brownish substance" on the "flanges" that are located on the barrel. Stated, it looks like "dried up blood "stated, syringe was not used 2 syringes affected

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle foreign matter was found on two syringes. There was no report of patient impact. The following information was provided by the initial reporter: "stated, there is a "brownish substance" on the "flanges" that are located on the barrel. Stated, it looks like "dried up blood "stated, syringe was not used 2 syringes affected.